Event description:
It was reported that the surgeon was drilling for glenoid screws. The drill bit broke off about 2-3 cm from the tip. The surgeon decided not to retrieve tip of drill bit from pt.

Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high torque along with bending/deflection during its use. The exact cause analysis cannot be determined with certainty. Evaluation codes: the product stated in the complaint was not returned for review. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.